Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced and programmed insufflator product. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator product was analyzed and installed onto the known good in-house system and powered on with error message. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an error message stating "insufflation can not be used error 2125" appeared on the tower prior to the start of the case. The caller power cycled the system, but the error persisted. No related errors were found in the logs. The technical support engineer (tse) explained that the insufflator would need to be replaced and asked if the team was able to use a third-party insufflator for the case, but the caller was unsure. There was no reported injury.